Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found; the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the attempted right ventricular (rv) lead exhibited high impedance. It was disconnected and reconnected several times, resulting in acceptable impedance but low sensing. It was noted that the helix seemed to be bent when the lead was extracted and replaced with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.